Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomed technician reported that a dry acid 99 gallon unit was not dissolving powder. The technician stated the pump they installed had gotten so hot that it melted when trying to dissolve the powder. The technician had requested a new pump and motor to replace the unit. After installing the new set, they received, the machine dissolved the powder accordingly. The machine is back in service. There was no patient involvement. The complaint device was discarded and not available to be returned to the manufacturer for physical evaluation. Additional information was requested, however, to date not provided.